Event description:
Caller reported accidentally delivering too much insulin by completing the fill tubing step while connected to the pump. It was reported that the customer required assistance to treat a blood glucose (bg) level. The customer declined to provide further information regarding the bg event. Caller had not yet taken action to address the over-delivery of insulin. Technical support informed the caller about the potential risks of taking too much insulin and advised contacting a healthcare provider for further assistance. Caller understood and acknowledged the guidance provided.